Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by a dentist and they informed them they were not comfortable making a decision regarding aligner use due to the crowding of their front teeth. The dentist said they had a malocclusion. Dentist referred patient to orthodontist. Requested letter of recommendation. This is a contraindicated patient for crowns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.